Manufacturer narrative:
Patient information requested, however, not provided.

Event description:
It was reported that the unit was delivering a high tidal volume. The device continued to ventilate, however the patient was removed from the device and placed on another ventilator. No patient harm was reported.